Event description:
Notes from the history and physical: "this is a female who has rather significant urgency and frequency that had only partial response to conservative treatments. The patient had an excellent result with a placement of a medtronic device. Recently and acutely, she lost the benefit of the medtronic device and has seen the medtronic representative who has found that her generator has essentially malfunctioned. With this in mind, we are here to remove the old generator and replace it with new generator."